Manufacturer narrative:
Failure analysis noted that the pump had no blank display or black screen. The pump had no button response due to corroded keypad traces. They were unable to perform the operating currents due to button/keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was unknown. The customer stated that the pump had a full black screen. The pump was stabilized at room temperature. The black screen persisted. Troubleshooting was not able to resolve the issue. The device was returned for analysis.